Event description:
The technician alleged the brake casters would not hold. No patient impact.

Manufacturer narrative:
The technician adjusted and calibrated the brake casters and steer casters to resolve the issue.